Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lhr was reviewed for the lot number in the complaint and it passed release specifications. A technical support representative reviewed customer data and performed data analysis and all data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported a suspected false positive on (B)(6) 2022 with cue covid-19 test, home & otc, lot 21136h using reader sn 12102010074954 (cartridge sn (B)(4), followed by a negative result with the same cue test (cartridge sn (B)(4) on the same day. Customer performed a sars-cov-2 antigen test on (B)(6) 2022 which produced a negative result. Cartridges were stored appropriately.